Event description:
Patient was implanted with scs system in 2008, for bilateral leg and back pain. Lead was placed at t8-t9 and secured with anchors. It was reported that the following month, the patient called the physician to report leg weakness and loss of bladder control. It was reported that physician characterized patient's problem as a peridural hematoma. Later that evening physician explanted leads and left ipg implanted for revision at a later date. Follow-up on patient found no improvement in patient's condition. Explanted leads were discarded, and not returned to ans for evaluation.

Manufacturer narrative:
Evaluation: device history record and sterilization record reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.